Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced elevated blood glucose levels of 400 mg/dl after infusion set insertion. Upon removal, the cannula was found bent to the side, and insulin leakage was observed under the tape. The patient changed the infusion site and administered insulin by multiple daily injection (mdi), which reduced the glucose level. The patient used hydrocolloid tape and when she inserts through the tape it was bending the cannula. There was a patient involvement and there were no additional adverse consequences.